Event description:
Patient had a right needle-directed partial mastectomy. Reportedly, after excision of the neoplasm, the localization wire that had been placed in the tumor pre-operatively could not be found in the specimen. Surgeon attempted to locate the wire in the right partial mastectomy site but was unsuccessful. An x-ray revealed that the wire had migrated superiorly in the breast tissue. Ultrasound did not identify location of the wire. Wire was left in place.